Event description:
It was reported that a solution bag became disconnected from a homechoice (hc) cassette during fill two of five of automated peritoneal dialysis (apd) therapy. A technical service representative (tsr) assisted the home patient (hp) with ending therapy. The hp planned on completing therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.